Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a valve used during a procedure. It was reported that the product was damaged. Delay and pa tient impact information were not reported.